Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a dental surgical procedure on (B)(6) 2016 and suture was used. There was no reabsorption from (B)(6) 2016 and the thread has the same aspect like a third day suture. There were no adverse consequences to the patient reported.